Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 03/27/2013, belt 05/05/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that paramedics performed resuscitation efforts on the way to the hospital. Per clinical review of the continuous ECG recording, the device was started up at 11:45:36 on (B)(6) 2021 while the patient was in sinus rhythm at 70 bpm. CPR/motion artifact obscured the patient's rhythm at 21:08:59. The CPR/motion artifact reduces and vf is visible at 21:49:01. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia. A non-lifevest defibrillation occurred at 21:59:12, 22:00:32, and 22:01:29. CPR/motion artifact obscured the patient's pre-shock and post-shock rhythms. When the CPR/motion artifact reduces again at 22:25:14 an idioventricular rhythm at 90 bpm is visible. The idioventricular rhythm is seen until 22:34:38 before being obscured by CPR/motion artifact again. The electrode belt was disconnected at 22:41:04. It was not reported who disconnected the electrode belt. The patient passed away on (B)(6) 2021.